Event description:
It was reported that the patient's blood glucose level reached 24 mmol/l (432 mg/dl). It was noted that the pink slide did not move forward, indicating a needle mechanism failure. Hyperglycemia treated with a new pod and bolus correction.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure, hyperglycemia or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.